Event description:
Related manufacturer reference number: 2017865-2024-55930. It was reported that the patient presented to the ed with complaints of palpitations and chest jumping. A chest x-ray showed that the right atrial (ra) was completely pulled back into the subclavian vein, and the svc coil on the right ventricular (rv) lead was also found to be at the clavicle with its tip still in position; the slack had just been pulled out. When the pocket was opened, it was noted that neither lead had been appropriately secured into place, with only one ligature seen on the rv lead becoming untied with the physician fixing the problem, and only 2 ligatures seen on the ra lead. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.